Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1148t lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the chronic right ventricular pacing lead was occluding the left subclavian vein so the cardiac resynchronization therapy defibrillator (crt-d) system implant was moved to the right side. The chronic lead was capped and replaced with a defibrillation lead. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular pacing lead was explanted due to an e. Coli infection with bacteremia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.